Manufacturer narrative:
Analysis and conclusion: three sample retains from this batch were available. There were tested for tensile strength and results demonstrated force to failure to failure of 1.73 lbs, 2.34lbs and 1.83lbs. The specification for tensile strength is a minimum of 0.5lbs, so it is clear that the specification was exceeded. The analysis of the lot history records does not indicate any areas of concern relating to the strength of the wire. Guidewires are delicate devices and can fracture if their tensile limits are exceed during a procedure (e.g. When a wire becomes snagged/trapped). The sem image demonstrates evidence of necking around the fracture area which would be indicative of a wire being pulled beyond its tensile limits. The records indicate that samples tested from this batch were well above the tensile limit of 0.5lbs.

Event description:
During introduction of courier wire inside of the quickflex lead and movement of the lead and the guidewire, the wire bended at the tip due to a small vessel branch. As the physician pulled the wire back inside the lead, the soft tip off the wire was sheared off. A 3 to 4 cm part stayed in the side vessel branch of the coronary sinus. Physicians decided not to pick and pull the part out from a small vessel, because of the higher risk of that procedure.